Event description:
The manufacturer received information alleging a ventilator was not providing flow correctly and alarmed for low inspiratory pressure. The patient required an artificial nose temporarily and required to be manually ventilated with a bag valve mask and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off. The device's inlet air path foam needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not providing flow correctly and alarmed for low inspiratory pressure. The patient required an artificial nose temporarily and required to be manually ventilated with a bag valve mask and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off. The device's inlet air path foam needs to be replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b, type of reported complaint and health impact grid (1) in box h has been updated/corrected in this report.